Event description:
It has been reported to philips that device's image processing computer (ippc) did not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the ippc intermittent didn't boot due to a graphic card error. The fse suggested replacing the image processing pc (ip-pc), but the quotation has not been accepted by the customer, and no service has been provided from philips. No further reports of this issue have been reported. The codes were updated based on the investigation outcome.